Manufacturer narrative:
The reported glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned monitor but was unable to confirm the reported image issue. The monitor was powered on/off fifteen (15) times with and without a test blade/video baton attached. The monitor was not observed powering off on its own when trying to power on. Furthermore, no white screen was observed when using the test blade/video baton. The customer's monitor passed verathon's device functionality testing. Upon completion of the evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during intubation of a patient, using a glidescope go monitor, a white screen was displayed. The procedure was completed using an unidentified device which was made available in an unspecified time. No delay in the procedure or harm to the patient was reported. Following this event, it was reported that when attempting to power on the monitor, it would immediately turn back off without showing a video. When they were able to power the monitor on, the battery indicated it was fully charged.